Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when trying to remove this swan-ganz catheter and replace it with a peripherally inserted central catheter (PICC) to administer platelets to the patient, after not being possible to obstruct the pulmonary artery with the balloon for pulmonary artery measurement, this swan ganz catheter could not be withdrawn. There was resistance with the introducer and when applying extra force, the introducer came out outside of the patient and the swan ganz catheter remained inside. The swan-ganz was afterwards successfully removed without any further issue. There was no allegation of patient injury. The device was not available for evaluation, as it was discarded at hospital.